Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after supply changes while using the ilet system, and review of device reports showed that a recent full restart had an erroneously low weight entry of 18 lb, which resulted in minimal insulin delivery; the user was instructed to update weight and was counseled on proper pump restart procedures. Symptoms included elevated blood glucose levels. Outcomes included troubleshooting and user education, with no hospitalization. Investigation included review of device data and user report. Investigation of this case revealed user setup error leading to underdelivery of insulin, with the alert indicating high glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect parameter entry during device restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.